Manufacturer narrative:
D6: device returned with no lot# ID. Facility experienced an event with your proximate reloadable linear stapler while performing a colon resection. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972677. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: anvil pocket condition, driver condition, handle shroud condition, hook/anvil condition, and retaining pin arm condition; good. Cartridge batch #; k45x4e. Cartridge condition; scraped on the side. Cartridge positioned properly; no. Closure trigger position, and firing trigger position; open. Proper cartridge; yes. Retaining pin condition; damaged. Staples present; yes/some partially. Functional tests & results: cartridge lockout functional, closure stroke functional, firing trigger lockout functional, instrument cycled, proper cartridge guide, staples fire properly, and staples form properly; yes. Cartridge rear cap present; no. Release button condition, and trigger release condition; good. Staples heights conforming; na. Test cartridge batch #: k46r1n. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported incident occurred due to the cartridge being improperly aligned with the cartridge guides when inserted. The instrument was received with a green reloadable cartridge mispositioned on the cartridge guides and with the cartridge rear cap broken off. As the rear cap was not returned, it appears possible that the rear cap was what reportedly fell off of the instrument. The instrument was fired with a test cartridge. The instrument fired and formed all the staples as designed with no difficulties noted. Each instrument is evaluated during the assembly process to ensure that it functions properly. The closure trigger may not close properly if the cartridge is misinserted. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during a colon resection. It was reported when topping off a functional end-to-end anastamosis,the tx60 could not close easily. Once closed and firing attempted, it was noted that a piece of the cartridge fell off and into the patient. Staples did not form and physician had to hand sew the anastamosis. The piece was recovered. There was no consequence to the patient.